Manufacturer narrative:
There is no indication of any system or component failure or malfunction. The cause and source of cellulitis is unknown with the information available to the firm.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat shoulder pain. The nalu implantable pulse generator (ipg) was placed in the posterior shoulder area with the implanted leads targetting the axillary nerve. During a follow-up visit at the clinic on (B)(6) 2024, the physician reported presence of cellusitis at the location of the nalu implant. Patient was referred to an infectious disease doctor and placed on antibiotics. On (B)(6) 2024 the patient was evaluated again and the physician reported significant improvement in the infection, patient was given the option to clean the incision sites but chose to completely remove the system. On (B)(6) 2024 a full system explant was performed and all incision sites were cleaned with antibiotics.